Manufacturer narrative:
The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Voalte nurse call system provides visual and/or audible event alert notification via designated communication devices (mobile phones). Notification calls are configured with naming convention, audio and /or visual displays based on customer preference at the time of initial integration. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes. The nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Troubleshooting identified the issue to be due to bad audio cable connecting the room control board to the secondary nurses station console. The field safety technician terminated the audio cable and the system was then functioning as designed. Based on this information no further action was necessary. In this event, there was no injury or alleged delay reported from the event; however, if his event were to recur and the care giver was using the secondary nurses station as a primary alert system for the patient, it would likely cause or contribute to a death or serious injury. Hillrom is cautiously reporting this event.

Event description:
The customer reported the bed exit alarm was not annunciating. There was no patient impact or safety issues reported as a result of product performance. This event has been captured under hillrom complaint ref # (B)(4).